Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the sub total gastrectomy procedure, the nurse tried to pull out the thread from the package but the thread caught in the package and the thread and the needle were detached. The device was not used for patient. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the opened sample noted five sutures and five needles needle. Only one suture was attached to the needle. The rest of the needles were returned disengaged from their suture. Appropriate crimp marks were noted on the needle. A needle attachment test was performed on the suture with a needle attached, and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.